Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data revealed multiple loss of prime warnings with low non zero force. The pump was exercised for 24 hours with no detected loss of prime warnings. The force sensor calibration was within specifications. Unrelated to the original complaint, the battery compartment was cracked.